Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, partially broken retainer, cracked keypad overlay, stained keypad overlay, missing display window cover, and cracked battery tube threads. Cosmetic damage was confirmed at battery compartment during analysis. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had damage (physical or cosmetic) crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Trouble shooting was not performed. No harm requiring medical intervention was reported. Customer will discontinue the use of the medical device. Mmt-1712k was requested and device was returned.